Manufacturer narrative:
Because evaluation of the unit involved is not complete as of this report and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. The file separation events wil be reported via asr, as appropriate. The device was returned to the physical manufacturer for evaluation, though results are not available as of this report. Further information pertaining to this event, including evaluation results, will be submitted as it becomes available.

Event description:
A doctor expressed concern that an aseptico endo dtc motor possibly caused two files to separate in different canals of the same tooth. Outcome of the event is not know as of this report.